Manufacturer narrative:
The local area field representative was contacted for additional information regarding troublshooting/resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) and the chronic right ventricular (rv) defibrillation lead exhibited intermittent crosstalk oversensing of atrial signals on the ventricular channel, and chest x-rays indicated this rv lead was very near to the right atrial (ra) lead. Technical services (ts) discussed troubleshooting options and limited programming considerations, noting that defibrillation threshold (dft) testing was recommended following sensing programming changes. This implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) and the chronic right ventricular (rv) defibrillation lead exhibited intermittent crosstalk oversensing of atrial signals on the ventricular channel, and chest x-rays indicated this rv lead was very near to the right atrial (ra) lead. Technical services (ts) discussed troubleshooting options and limited programming considerations, noting that defibrillation threshold (dft) testing was recommended following sensing programming changes. This implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported. Additional information received reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system was not dependent and required minimal right ventricular (rv) lead pacing. There was no evidence of pacing inhibition. Defibrillation threshold (dft) testing was not performed and no changes were made to sensitivity, because the nurse practitioner planned to speak with the physician. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding troublshooting/resolution. If information is provided in the future, a supplemental report will be issued. If pertinent information is provided in the future, a supplemental report will be submitted.